Event description:
It was reported that the customer was hospitalized twice due to ketoacidosis, hyperglycemia and high blood glucose readings. Customer's blood glucose reading prior to the hospitalization was 500mg/dl. Customer's mother stated that the customer was treated with a manual injection and then taken to the hospital the following morning. It was further reported that the customer has down syndrome. Customer's blood glucose reading at the time of the hospitalization was 350 mg/dl. Customer was treated with IV at the hospital. Customer also mentioned experiencing low blood glucose readings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).